Event description:
The reporter stated the surgeon inserted a three piece silicone lens model number aq2010v and noticed the trailing haptic was torn. The reporter stated the cause of the torn haptic was a technical error during the loading process. The doctor did not notice the torn haptic until after the lens was inserted. The incision was enlarged and another lens was inserted. Sutures were required to close the incision.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector cartridge were not returned for evaluation.